Event description:
Update to the previously reported event: according to reporter: there was no firing difficulty. The comment was a relic from a previous report .

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the firing force was excessive and necessitated that one firing be aborted. The surgeon described a patient returning to the hospital via the trauma service. Was admitted with a recurrent ventral hernia through a previous mesh repair. Patient had strangulated/incarcerated hernia through the mesh with dead small bowel. Current patient status: fine. Surgeon comments: central mesh failure after implanted five years prior. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. To correct the condition: small bowel resection to remove dead bowel, and approximately 18 cm resected. The initial procedure occurred in 2011.